Event description:
On (B)(6) 2012 the healthcare professional/reporter in (B)(6), a pharmacist, contacted lifescan to report the one touch veriopro meter was giving inaccurately erratic readings. On (B)(6) 2012 the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2012 at 11:00 am, the patient was experiencing the symptoms of dizziness, feeling tired, sweating and weakness. The patient reported that she was under stress and in a hurry for an appointment. While symptomatic, the patient obtained the blood glucose readings of 120 mg/dl and 60 mg/dl on the reported meter. The patient administered self-treatment by consuming sugar, and felt better afterwards; she did not seek any medical attention or treatment. Earlier on the day of this event, the patient had obtained a blood glucose reading of 120 mg/dl on the reported meter. The patient had eaten breakfast and taken 0.5 units insulin via a pump. The patient manages her diabetes with insulin pump therapy. The patient was unable to provide any information about her testing technique or the test strips; no meter troubleshooting was performed. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, there was no delay in treatment and the patient did not seek medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Manufacturer narrative:
Follow-up # 1 ¿ (6/17/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 1/17/2013 and 6/8/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.